Event description:
This device was explanted and replaced, due to the anatomical placement of the receiver/stimulator component, radio frequency signals could not be transmitted efficiently across the pt's skin, due to the position of the implant's electronics package.